Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided) resulting in retinopathy. Reportedly, when delivering a bolus, customer was not inputting bg level, and only recorded the carbohydrates consumed. Reportedly, customer required medical intervention; however no information was provided regarding details and nature of intervention. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.